Manufacturer narrative:
(B)(4). Returned meter evaluated with defect found. Test strips not returned for evaluation. Root cause: lifted solder pad on code key connector "j2" from user mechanical stress. Note: manufacturer contacted customer on (B)(4) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer stated his condition had improved but that he was currently having blurry vision. The customer stated no medical intervention was needed since the last call. Unable to contact the customer via telephone at call back on (B)(6) 2017 and at two call backs on (B)(6) 2017.

Event description:
Consumer reported complaint for code "----" eci meter. During the call on (B)(6) 2017, the meter read code ---- when the customer removed and properly reinserted the code chip and reinserted a test strip. The customer's expected blood glucose test result range was undisclosed. During the call on (B)(6) 2017, the customer stated he was feeling shaky; customer denied need for medical attention at the time of the call. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 04/30/2019 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history.